Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump emitted call service alarms that the customer was unable to clear. No additional detail was provided. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged call service alarm issue was verified in the black box but not duplicated during the evaluation. Review of black box history found record of call service 064 alarm, an occlusion alarm during prime step. Using the returned battery cap, the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any alarms. Normal and audio bolus were completed and recorded correctly. Pump casing was opened and no intermittent conditions or evidence of moisture intrusion was found inside the pump.